Manufacturer narrative:
(B)(4). Concomitant medical products: 650-1057 ¿ cer bioloxd option hd 36mm ¿ 5771760, 650-1064 ¿ cer option type 1 tpr sleve -6 - 9753310. Therapy date: (B)( 6) 2016. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient experienced an intra-operative calcar fracture during primary right total hip arthroplasty. Proximal cable was placed. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This report is being submitted to relay additional information. (B)(4). Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.